Manufacturer narrative:
Carefusion file identification number is (B)(4). Any additional information that is provided by the customer will be included in a follow-up report. (B)(4). Field service engineer (fse) report - customer reported that vela was alarming "xdcr fault". Confirmed in event log. Replaced main board and turbine interface printed circuit board (pcb). Dc power led was not working. Replaced membrane switch panel and overlay. Performed user verification test (uvt)/operational verification procedure (ovp), the device is within factory specifications.

Event description:
The customer reported transducer (xdcr) fault. The customer reported no patient involvement or allegation of patient harm.

Manufacturer narrative:
Results of investigation: the failure analysis (fa) lab was able to duplicate the reported problem on the vela ventilator showing "xdcr (transducer) fault". This is a known issue that is being addressed internally by carefusion.